Event description:
Customer performed a blood glucose test and received a result of 225mg/dl. The customer was given insulin. The customer became unresponsive and was taken to the hosp. The hosp tested blood glucose and received a result of 15mg/dl. The customer was given an IV of glucose. The customer's device read 375mg/dl. Level one control was out of range. The customer leaves the cap off of the glucose strip vial. A request was made for the return of the suspect device and replacement product was sent.